Event description:
It was reported that the physician was dilating the subclavian vein and the dilator got stuck in the vein. The dilator was removed with difficulty. After removal, the physician noticed that the dilator tip was missing, but x-rays could not locate the piece of dilator in the vein. There were no reported pt complications.